Event description:
Customer called to report that reagent probe b of the unicel dxc 800 synchron system was leaking, and that the drip tray contained fluid. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to home and prime the instrument, which did not resolve the leak issue. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and replaced reagent probe b. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no erroneous results were generated and that no one was affected by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).